Event description:
The director of nursing alleged the pt was on his right side receiving treatment while on a non-hill-rom mattress and mattress overlay. The pt rolled over the head siderail and landed on the floor. The pt had a head laceration and fractured vertebrae.

Manufacturer narrative:
The technician investigated and found the mattress is 6 1/2 inches high leaving a distance of less than three inches between the top of the mattress and the top of the siderail. The technician found the bed functioning properly.